Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was explanted due to premature battery depletion. No additional adverse patient effects were reported.

Event description:
This is a duplicate case, refer to report 2124215-2018-12019 for additional information.

Manufacturer narrative:
This report is being filed to correct the lot number of the device.

Event description:
It was reported that this device was explanted due to premature battery depletion. No additional adverse patient effects were reported. This is a duplicate case, refer to report 2124215-2018-12919 for additional information.